Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: during investigation, the keypad cover was still intact. All the buttons were responsive during investigation. The keypad cover was removed. There was no contamination found under the contacts. The original complaint of the under responsive ok button was unable to be duplicated. The pump was opened to inspect the keypad flex and it was found to be fully seated in the connector with the latch closed. There was evidence of moisture on the main printed circuit board. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, the pump case was found to be cracked.